Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was initially fixated and was then tested using the analyzer. It was determined that the lead had dislodged, and the lead was subsequently repositioned and remains in use. No patient complications have been reported as a result of this event.